Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the drive support cap popped off during site change. Customer's blood glucose was 97 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, loose drive support disk, cracked end cap, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.